Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 575816.

Event description:
It was reported that the patient was experiencing severe back pain and fever. The patient was hospitalized due to infection of the epidural space. It was noted that the cause of the infection was unknown, however, the patient smokes and has poor healing which increased the chance of infection. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned.